Event description:
The practice was notified of a stent migration involving a cook zilver vena stent (ref zvt7-35-80-16-100, g57448, lot c1769829) which was placed by dr (B)(6) on (B)(6) 2021. Surveillance ultrasounds in our office last identified the stent visualized in the common iliac artery (target vessel) on (B)(6) 2022. The patient failed to follow up with our practice after that date. The stent was incidentally found in the heart on or around (B)(6) 2024 during a fever workup the patient underwent at hartford healthcare. Removal was attempted endovascularly but ultimately achieved through open thoracotomy due to adherence to the tricuspid valve, and necessitating a tricuspid valve replacement. To our best knowledge, the patient is alive at this time. **please provide the originator a list of any additional manufacturer questions required for investigation. (B)(4) 24jul2024. Are images of the device or procedure available? Did the patient have pre-existing conditions? If yes, please specify: please describe the native state of the vessel (ie was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other if other, please specify: was a stent previously placed during previous procedures? Was the device used percutaneously? Where on the patient was the percutaneous access site? Was the access site jugular or femoral? N/a, jugular, femoral other if other, please specify: what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? If other, please specify the following information has been requested & received via email on 15aug2024. (B)(4) 15aug2024 the investigation team has asked if you can confirm where the device was initially placed? It was deployed in the right common iliac vein.